Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Typically, this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the implant shattered upon insertion. Punch was used. Fragments were retrieved through suction. Another implant was inserted into same pilot hole. Three to four threads from the second implant were inserted securely when remaining part of implant broke, the broken piece was retrieved. Surgeon was satisfied with the results as is. Procedure was a rcr.